Event description:
The affiliate reported the customer alleged erroneous white blood cell (wbc) and hemoglobin (hgb) results, for some patients involving unicel dxh 800 coulter cellular analysis system. The results were discordant to an alternate methodology which was considered correct. The customer did not state whether results were high or low. Requested data indicated 14 patient results were collected on (B)(6) 2012. None of the samples had instrument generated flags for wbc or hgb. Fractures in the blood sampling valve (bsv) allowed air to enter from the self-cleaning channels. The bsv was replaced as part of troubleshooting for the initial event associated with this incident. The patient samples were collected after bsv was replaced. It was noted air entered from inside of the bsv in the fluidics line clean vacuum tube. The customer stated the erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) stated that none of these results are considered erroneous. They were obtained while troubleshooting for the white blood cell (wbc) and hemoglobin (hgb) imprecision, which occurs intermittently. Results with larger differences reported by the customer were not provided. The results submitted do not show a significant difference between the two instruments for wbc and hgb. The service engineer will continue to troubleshoot and replace more parts (valves, syringe assembly, blood detector with sample line and motor expansion board) in an attempt to resolve the issue. The bsv will be returned for investigation. An alternate field service engineer (fse) will visit the facility to continue troubleshooting. The customer operates with a limit of 0.400 for white blood cell (wbc) and 0.50 for hemoglobin (hgb) for test results between the unicel dxh 800 coulter cellular analysis system and the alternate cell-dyn analyzers. A review of the printouts provided (using this criterion) showed no erroneous results were obtained for the samples collected on (B)(6) 2012. For the samples analyzed on (B)(6) 2012, results for patients 9, 12, and 13 were erroneously high without instrument generated flags as compared to the cell-dyn methodology. No erroneous hgb results were identified. This medwatch report is related to MDR 1061932-2012-00751.